Event description:
It was reported that the patient experienced presyncope/syncope due to the right ventricular (rv) lead having intermittent failure to capture. The lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa, implantable pulse generator, (B)(6) 2006; 5076, implantable pacing lead, (B)(6) 2006. (B)(4).